Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a gradual loss of pain relief. It was observed that catheter migrated and found to be sheared off. Catheter was revised.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4). Engineering did an analysis on the returned catheter. The catheter was 7 cm in total length with no distal end tip. The analysis confirmed that the catheter was patent with sterile water for injection, and air, with no other leaks observed. Engineering confirmed the distal end tip was removed, but it does not appear to be a clean cut. The end is very jagged (see attachment #2 - photographs). A cause for the uneven cut could not be determined.